Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of difficulty to insert the blade was confirmed. The likely cause of failure is due to detached bearing. It was also noted that the tube dented, laser markings were illegible, color band faded, the tube hole was oval, the spacer was worn, the washer was worn. Date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further info rmation is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was difficulty to insert the blade. At the time of event, there was no patient impact. Additional information was received stating that detached bearing was found during evaluation.